Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibit under-sensing. Corrective programming changes were made. No adverse patient consequences were reported.